Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Oversensing of noise from electromagnetic interferences was thought to be the cause of the delivery of inappropriate therapy. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.